Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ under/ over delivered- outside accu¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer experienced an issue with an enteral feeding pump. The customer reports that the unit is underfeeding. The unit was set to deliver 125 ml at a rate of 125ml/hr. After an unknown amount of time, the unit alarmed, and stopped pumping. The unit delivered about 60 ml. This issue was discovered during pm testing.